Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: around 10 mmol/l with accu-chek performa meter and around 20 mmol/l with a hospital lab meter. The customer was hospitalized in february 2021 (exact date is unknown)